Event description:
It was reported that during a gall bladder procedure, the gasket fell into the patient. The rubber part of the trocar separated and fell into the patient. The surgeon removed the rubber part from the patient without difficulty, he used another trocar to complete the procedure. The patient is doing well. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: multiple request for return of device have been made but no device has been returned.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.